Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 17dec2020.

Event description:
It was reported that the ventilator had a faulty touchscreen. No evaluation can be made by philips service engineer. It was reported that the event did not occur during patient use. Therefore, there was no patient harmed or injured as a result of the event. No part was returned for evaluation. Therefore, the root cause of the non-conformance cannot be verified. The serial number was provided and the service history record for this device was reviewed for similar symptom code(s). No relevant symptom code(s) were found in the device service history record.